Event description:
It was reported that a patient using the ilet experienced sustained high blood glucose after a supply change; customer support advised a complete supply change with a new infusion site, and the patient elected to reuse the same cartridge to avoid insulin waste while replacing the infusion set (inset 23) and relocating the site. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with instruction to monitor for improvement over the next 90 minutes. Investigation included guided infusion set replacement and site change, with user confirmation that the introducer needle appeared straight and discussion of a prior event involving a vein puncture. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible infusion site or set-related delivery issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.